Manufacturer narrative:
The subject device was received and evaluated. Device evaluation , service repair noted the following findings : during initial inspection of the device, the ultrasound transducer tip was found to be missing, evaluation findings has confirmed the customer reported issue, the tip of the ultrasound probe is missing. The failure found likely attributed to use handling issue . Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
Customer reported with an issue of tip on the top broken off. No clinical impact. The device did not fail in the procedure. Customer confirmed that the issue was noticed after a completed procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, user handling likely caused the event. The root cause of why the device was not handled according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: "do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result." Olympus will continue to monitor field performance for this device.